Manufacturer narrative:
The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot # was not provided by the complainant. Reference (B)(4).

Event description:
It was reported that a physician completed a novasure endometrial ablation on (B)(4) 2015. The physician then performed novasure hysteroscopy and "everything looked good, but did notice a perforation on the patient's cervix". No intervention was required. Dilatation (not a hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.